Event description:
Additional information received provided specific patient information. It was also reported that the hcp would be rescheduling a revision of extension and electrode analysis in the next 3-4 weeks.

Manufacturer narrative:
Lead model 3387s-40 lot# v038151 implanted: 2008-(B)(6) explanted: na; extension model 7482a51 (B)(4) implanted: 2008-(B)(6) explanted: na; programmer model 37642 (B)(4). The initial MDR was filed as MFR. Report # 3007566237-2012-00702. Additional review indicated the correct manufacturing site was site # 3004209178.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was concerned about a higher incidence of lead erosion through the skin. The erosion occurred around the lead relief loops, not the stimlock site or the lead/extension connection. Individual patient information was not available. Additional information has been requested, but was not available as of the date of this report.